Event description:
It was reported the catheter was placed into the patient in the operating room. Sometime after placement in the pt's room it was noted there was a leak from there the blue box clamp was placed (approximately 30 cm from the distal tip). As a result, the catheter was removed but was not replaced because there was no need for further treatment. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4).